Event description:
Pt receiving tpn therapy via the pump. The pump was programmed with a one hr taper up and a one hr taper down. Within one minute of the completion of the taper down, the pump displayed an error code. The pt contacted her health care provider who switched out the pump. The pt had no incident related medical sequelae as a result of the incident.